Event description:
Diabetic adjusted insulin pump to deliver additional insulin based on device value of 536 mg/dl. Spouse later found diabetic unconscious. At hospital, blood glucose was determined to be 48 mg/dl with intravenous treatment of dextrose and one week hospitalization resulting.

Manufacturer narrative:
Standard disclaimer on file.